Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 199 mg/dl, 124 mg/dl. Tests were done < 10 minutes apart a difference of 41%. Patient did not experience any adverse events. Patient did not experience any adverse events. No further information has been reported.